Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that the patient stated that it takes forever to communicate when attempting to deliver bolus. Patient said that when administering a bolus it was taking them a minute. Patient said that when they check their technical reports they saw a more than 2 days' worth of multiple entries. Patient also made a comment about being stuck at 90%. Patient also made a comment that they were getting service code 156. Agent had the patient clear data and patient reviewed information. Agent reviewed device functions and was routed to patients healthcare provider if they have further questions.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.